Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine cable connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed "cine disk not detected" error and had a loss of cine function. There was no pt injury or death reported.